Event description:
Patient had pa line placed in or. Pa line unable to capture co and ci. The provider changed the edwards cco monitor and cable twice. Determined it was an error with the pa line. Pa line was removed and a new one placed. The case proceeded as planned.